Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 03/26/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the cgm was displaying 5mmol/l and the patient passed out while the bg meter was reading 1mmol/l. The patient's mother administered the patient with sugar water and his bg levels increased to 2.3mmol/l and after 15 minutes it increased to 5.4mmol/l. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.